Manufacturer narrative:
(B)(4). One used sample was received with no cap on spike (loose in bag) and no cap on patient connector in reference to connection issue. The set was tested underwater with no leak noted. During visual inspection no manufacturing abnormalities were noted. This report was not confirmed. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) that a spike of the transfer set separated from the port of a twin bag. The customer reported that this occurred while the patient was using a clean flash to attach the connector cover. The customer reported that the patient pinched the tubing with a catheter clamp too soon. The customer stated the transfer set had been used for 30 days. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.